Event description:
It was reported that a user experienced hypoglycemia while using the device, with a lowest reported glucose of 48 mg/dl, and the user consumed oral carbohydrates including glucose tablets and candy; low and urgent low alerts were reported. Symptoms included confusion without loss of consciousness. Outcomes included assistance from emergency medical services at home without transport or treatment and subsequent adjustment of the overnight glucose target from 120 mg/dl to 130 mg/dl. Investigation included review of the event details and user-reported device performance information. Investigation of this case revealed an undetermined cause with no device malfunction reported and user-initiated corrective actions through carbohydrate intake and target adjustment. It was concluded that the event constituted hypoglycemia of unclear cause without serious injury and without need for hospitalization.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.